Event description:
It was reported patient experienced loss of therapeutic effect. The patient's first dbs device lasted 4 years. The second has only lasted 1 year (implanted (B) (6) 2008). The patient was unaware of any settings that had been increased with the second implant. The dbs device was scheduled to be replaced that day. The patient has concerns about the risks and costs of going through device replacement every year. Additional information has been requested including return of the device. Additional information received indicated the device was replaced with a rechargeable device. The patient's settings were so high, it was draining her battery. The device was sent on to the pathology department and was expected to be sent back to the manufacturer.

Manufacturer narrative:
(B) (4) product evaluation for pilgrim complaints (B) (4) & (B) (4). Because the samples involved in both complaints are from the same code and facility with similar event descriptions the samples were evaluated together. Complaint (B) (4) received 1 used sample of product code 2c7562 lot unknown. Complaint (B) (4) received 1 used sample of product code 2c7562 lot unknown. Evaluation: both samples arrived fully primed. The sample from complaint (B) (4) was visually inspected this confirmed a cut in the tubing approx. 3 inches below the drip chamber. No cuts or slits in the drip chamber were noted; pressure testing also showed no leaks in this region. Visual inspection of the sample from complaint (B) (4) also confirmed a cut in the tubing approximately 39 and one half inches below the first y site. Both samples failed the pressure test due to the cuts in the tubing. All clamps from both samples were tested for shutoff; all clamps performed as designed with complete shutoff noted. A cut in the tubing was able to be replicated in the failure analysis lab (fal) lab by clamping off the tubing of an in-house interlink solution set using a blue plastic dravon a-clamp. Per the event description of both complaints, it is noted that the slits/cuts in the tubing were discovered many hours into use. The slits/cuts in the tubing were most likely not present during the initial priming of the sets. It is unknown if a clamp was used on the returned sets during use. Both complaints will be confirmed.

Manufacturer narrative:
A request for the return of the device has been made. Should the sample be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The customer reported to the baxter sales representative that a buretrol set had slits/cuts in the drip chamber where the drip chamber meets the buretrol chamber, causing blood to back up into the intravenous (IV) tubing on an unknown date during administration of tpn (total parenteral nutrition) to a patient in intensive care unit via a central line resulting in the loss of an unknown amount of blood and tpn. Dextrose, mvi and water are baxter products contained in the tpn the facility mixes. Prostin (dose, rate, volume unknown) was also being administered to the patient via a y-line. Prostin (alprostadil) is used on all of the cardiac patients. Blood was found backing up into the tubing. The nursing staff flushed the line to troubleshoot the problem. The customer does not know how many times they had to troubleshoot the issue before discovering the slits in the set. The slits were discovered in the set "many hours into use. A small leak of approximately 5-10ml of tpn mixed with blood was observed. The set was changed and tpn was wasted in re-priming the new set. The patient's oxygen (o2) saturation level went down an unknown level. An unspecified amount of time was needed to restore the o2 saturation back to the baseline level. The customer stated that infusing the prostin in the same line saved the patient's life. The customer was concerned that the slits in the set posed a risk of infection into the central line. There was no reported patient infection. The set was being used with a single-channel colleague infusion pump. The colleague device was not implicated in this event. The pt's outcome is unknown.